Manufacturer narrative:
(B)(4). Concomitant products: 7f 11cm cordis sheath introducer, powerflex p3 5 x10 l balloon. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during deployment of a 6 x 150mm smart stent, the stent jumped significantly. The stent was retrieved and the procedure completed with two other smart stents with no reported patient injury. The event involved a patient undergoing implantation of a 6 x 150mm smart stent in his/her superior mesenteric vein. The target lesion was described as 15cm long. No other vessel characteristics were provided. A 7f cordis sheath was used to access the vasculature through an ipsilateral approach. The lesion was pre-dilated with a 5 x 10mm powerflex p3 balloon. The site reported that the smart stent delivery system (sds) had been stored, inspected, handled and prepped according to the instructions for use (IFU). When inspected, the device was noted to be un-damaged prior to use. During advancement, the smart sds did not pass through any acute bends or a previously implanted stent. No difficulty was experienced while tracking it towards the lesion and no unusual force was used at any time during the procedure. Once across the lesion, the stent marker on the sds is reported to have been just touching the lesion. The site reported that the physician held the sheath without holding the stent shaft and that the system was kept horizontal. During deployment of the 6 x 150mm smart stent, the stent jumped ¿significantly¿ by 15mm and the proximal aspect was not well apposed to the vessel wall. The stent was retrieved with difficulty and with some force by slowly pulling back the whole stent system. Another smart sds with the same sized stent was not available, so the physician opted to treat with lesion with two shorter smart stents (a 6 x 100mm and an 8 x 80mm) in an overlapping fashion. These stents were deployed with good wall apposition with no further reported patient injury. One non-sterile smart 120/150, vascular - 6x15 was received coiled inside a plastic bag. The stent was partially deployed (9cm). The hemostasis valve was received damaged. No other discrepancies were found. The usable length was measured and found within specification. Functional testing of the deployment process was performed according to procedure and no anomalies were found. A review of the manufacturing records for this lot revealed that the product met specification prior to release. The cause of the pre-deployment condition could not be conclusively determined. The product IFU warns that the stent is not designed for repositioning or recapturing. Once the stent is partially deployed, it cannot be recaptured using the sds. The IFU also cautions the user that all slack from the sds should be removed prior to stent deployment. The user is instructed to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. During stent deployment, the user is to ensure that the access sheath or guiding catheter does not move during deployment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The reported ¿stent delivery system (sds) ¿ deployment difficulty¿ was not confirmed since the device passed both dimensional and functional analysis. The cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the event was related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
During a stenting procedure using a 6.0x150mm smart stent, it was reported that the during deployment of the stent, the stent ¿jumped¿ significantly by 15mm. They then decided to force retrieve the 6.0x150mm smart stent and use two shorter stents (6.0x100mm smart and 8.0x80mm smart) to overlap. There was no report of patient injury. The procedure was completed successfully with two other stents. Before deploying the smart stent, it was flushed with saline. They then placed the smart stent in the superior mesenteric vein (smv). The target lesion length was 15cm. The physician only held the 7f 11cm cordis sheath introducer without holding the stent shaft, and the stent system was kept horizontal. The stent marker was just touching the lesion. The product was stored, handled, and prepped according to the IFU. Nothing unusual was noted about the stent delivery system or packaging prior to use. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The lesion was predilated by a powerflex p3 5 x10 l balloon. The sds did not have to pass through a previously placed stent, and the physician wanted one long stent to cover the lesion. The locking pin was removed before attempting to deploy the smart control stent. The reason that another similar sized stent was not used and the two shorter stents were used instead was that another similar sized stent was not available at the time. The additional stents were able to expand fully with good wall apposition. The proximal stent was not well apposed to the vessel wall, so the physician retrieved the stent manually by pulling back the whole stent system. The stent was removed not very easily from the patient, but through pulling black slowly and using some force. The device will be returned for analysis.